Event description:
Event description guidant received information that this defibrillation lead exhibited increased thresholds. The physician suspected a microdislodgement. The pace/sense portion of the lead was capped and replaced. The high voltage capabilities of the lead remain in service.